Event description:
Customer reported the panorama telepack lost communications with the panorama central station which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service reps replaced the system's elan switch and communications were restored.